Event description:
The user facility reported a 48-year-old male (race unknown) was implanted with an impella 5.5 device for mechanical circulatory support as a bridge to transplant. The patient developed a large hematoma at the axillary site. A washout had to be performed to manage the hematoma.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: assess access site for bleeding and hematoma. Remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site. Potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.

Manufacturer narrative:
The investigation for the reported access site bleed was completed. Since the medical center did not return the impella device, no benchtop analysis was possible. As per clinical, impella 5.5 inserted via right axillary surgical access and hematoma at axillary site was found getting larger. The cause of the access site bleeding issue was not determined since product was not returned and due to insufficient clinical information.